Event description:
It was reported that during an unknown procedure, the trocar rubber was leaking. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.